Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood in the guide wire lumen and on the balloon and shaft, which is consistent with advancement into the body. The tip length was measured and met manufacturing criteria. It was confirmed that the stent implant was dislodged from the balloon and not returned. However, crimp marks were visible on the balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The balloon had relaxed folds, which would occur after the stent dislodged. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. The lesion condition was described as moderately tortuous and heavily calcified, which likely contributed to the failure to cross. Additionally, it was reported that no pre-dilatation was performed prior to the attempt to cross. It should be noted that the xience v instructions for use (IFU) instructs the user to pre-dilate the lesion with a ptca catheter. It is possible that the lack of pre-dilatation contributed to the reported difficulties; however, this cannot be confirmed. Reportedly, after the failure to cross, the sds was removed separately from the guiding catheter. The xience v IFU states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. It is possible that the stent implant became disrupted on the balloon during the attempt to cross the lesion such that during withdrawal of the sds through the guiding catheter, the stent implant became dislodged. A review of the device lot history record revealed no associated nonconforming material record that would have contributed to the reported complaint. A query the complaint-handling database for the reported lot did not reveal any other incidents reported for stent retention issues for this lot. There is no indication of a lot specific product quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks during manufacture before release. Additionally, all stent delivery systems are inspected for proper stent placement, stent damage, and crimped stent outer diameter and a sampling of units is destructively tested prior to release to verify stent dislodgement force.

Event description:
It was reported that during a procedure of the moderately tortuous, heavily calcified, right coronary artery, the 3.0 x 23 mm xience v stent delivery system (sds) was attempted to be advanced without predilatation. Resistance was met with the vessel and the sds could not cross the target lesion. The sds was removed without resistance from the anatomy and separately from the guide catheter; however, outside the anatomy it was noted that the stent implant had dislodged off the balloon. Using x-ray, the stent was not located in the anatomy. It was suspected that the stent implant remained in the guide catheter. The guide catheter was removed from the anatomy without incident and a second guide catheter used in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. A non-abbott stent was used to complete the procedure successfully. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: pilot 50; guide cath: medtronic 6f, jr sh3 the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.